Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The second clip is being filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat a tricuspid regurgitation (tr) with a grade of 3. The first clip delivery system (cds) was advanced to the tricuspid valve. The clip was deployed on the anterior / septal leaflets, reducing tr to 1. The second cds was advanced to the tricuspid valve; however, second clip touched the first implanted clip and caused the first clip to detach from the septal leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was placed next to the first clip. An additional third clip was implanted. The second and third clip were implanted for stabilization. A total of 3 clips were implanted, reducing the mr to 1. The patient was stable post procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). As it could not be determined which clip experienced the single leaflet device attachment (slda), the expiration and manufacturing dates have been provided for all 3 implanted clips: part/lot: cds0602-xtr/80608u1/63, date of manufacture: 09-jun-2018, expiration date: 09-jun-2019. Part/lot: cds0602-xtr/80608u1/73, date of manufacture: 09-jun-2018, expiration date: 09-jun-2019. Part/lot: cds0602-xtr/80807u1/08, date of manufacture: 07-aug-2018, expiration date: 07-aug-2019. The device was not returned for analysis. A review of the lot history record was performed for all implanted lot numbers and identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from these lots. All available information was investigated and the reported device damaged by another device resulting in slda appears to be related to user technique of advancing the device. It should be noted that the mitraclip instructions for use (IFU) states under that the mitraclip system is intended for reconstruction of the insufficient mitral valve. The reported use of the mitraclip device on the tricuspid valve is considered an off-label use of the device. The off-label use, however, did not likely influence the event. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.